Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 439688,lead, implant: (B)(6) 2014; model: 694052, lead, implant: (B)(6) 2000. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance in the high voltage coils resulting in a lead integrity alert (lia). A lead fracture is suspected. The rv lead has been explanted and replaced. No patient complications have been reported as a result of this event.